Event description:
It was reported that the guidewire fractured. A rotablator rotalink burr and rotawire were used in an atherectomy procedure in the calcified, sub-occlusive, and stenosed vessel. During the procedure, the rotawire fractured at the radiopaque portion of the wire that had become stuck in the calcified sub-occlusive stenosis. The rotalink burr had passed on this part of the wire due to difficulty pushing down into the coronary as the lesion was sub-occlusive. The device was able to be removed from the patient. The procedure was completed successfully with another rotawire. There were no symptoms or incidents for the patient. It was further reported that the wire tip was removed by pulling on the burr and guide catheter. The burr was rotating in the proximal portion of the coronary when the wire fracture occurred.

Event description:
It was reported that the guidewire fractured. A rotablator rotalink burr and rotawire were used in an atherectomy procedure in the calcified, sub-occlusive, and stenosed vessel. During the procedure, the rotawire fractured at the radiopaque portion of the wire that had become stuck in the calcified sub-occlusive stenosis. The rotalink burr had passed on this part of the wire due to difficulty pushing down into the coronary as the lesion was sub-occlusive. The device was able to be removed from the patient. The procedure was completed successfully with another rotawire. There were no symptoms or incidents for the patient.